Manufacturer narrative:
The accounts maintenance found a sidecom pcb standoff was under the board and causing a short. He removed the standoff from under the board and placed it in the proper position. He tested the bed and it is working properly now.

Event description:
The account alleged that the bed has no function, no manual function, no battery led and the f17 and f18 fuses keep blowing.